Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that it's been about a month since they couldn't change the settings or increase the intensity on group a or any of the groups as they kept getting 'settings not available' message. Pt mentioned things had been changed with their back, so they wanted to adjust the settings but was not allowing them. Pt said they could decrease the intensity but could not increase it. During the call, pt tried to switch to group b and allowed them to increase the intensity but when they switched back to group a, they still got the same message. Pt mentioned they primarily used group a, as groups b and c were hitting areas in their body (chest and ribs) that they were very uncomfortable with. Agent redirected pt to manufacturer representative (rep) and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they are not sure how it was fixed but it was resolved.